Event description:
This device was reported to not deliver medication accurately. The pump displayed 49cc had been delivered from the 50ml syringe yet 16cc actually remained in the syringe. The glass pre-filled syringe contained morphine sulfate in a 1mg/ml concentration. The facility reported that there was no patient injury or medical intervention involved with this report. The facility did report however, that this underdelivery of medication may have affected the quality of the patient's pain control. The facility's representatives were not able to provide any specific patient details.